Manufacturer narrative:
Continued from concomitant medical products: lead model 3093-33 lot# v601604 implanted (B)(6) 2010 explanted unk.

Event description:
It was reported that the patient's implantable neurostimulator was "defective." The patient experienced pain at the implant site and was not receiving therapeutic benefit. No additional information was provided. Additional information has been requested but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-00808 for issues regarding the patient's previous implantable neurostimulator.